Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with history of fever for one day, drainage from their driveline site, and fatigue. The patient was started on meropenem and tobramycin and were admitted to the hospital. The patient was concurrently reporting symptoms of another infection. They reported pain in their perineal area with tenderness and induration in their left lower buttock. Left gluteal would cultures showed pseudomonas aeruginosa. Their antibiotics were changed to vancomycin and meropenem and a computed tomography (CT) scan of their abdomen and pelvis was performed. The CT scan showed a left gluteal air and fluid collection. A computed tomography arterial portography (ctap) showed 7 millimeters (mm) of thrombus-like material along the anterior aspect of the atrioventricular bypass conduit that increased in size. Clindamycin was added to the patient's current antibiotics. On (B)(6) 2022 the patient underwent incision and drainage of the left gluteal abscess. Cultures taken in the operating room showed gram positive cocci in pairs and moderate gram-positive bacilli growth pending.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket), venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. D. Is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.